Event description:
It was reported that during a laparoscopic cholecystectomy, the device has left the clip cross-linked over the vessel. The patient was operated on again and the cystic duct was unclipped. Also "choleperitoneus." The patient has been discharged.